Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown specific implant -2.0mm thickness plate/unknown lot number. The reported event may required surgical intervention to preclude permanent damage to a body structure; all hardware was removed, and it was confirmed that the bone had healed. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a cystic and fracture evidence and treated with open reduction of internal fixation (orif) of left mandible on (B)(6) 2015. At one point in (B)(6) 2016 (exact date is unknown) patient came up for visit and had teeth extracted and that led surgeon to suspect infection. Patient also complained of pain in the implant area. All plates and screws were explanted intact on (B)(6) 2016 and nothing remained in the patient. Reportedly patient was not implanted with new hardware as he was healed. Surgeon reported that clinically there was no infection, but it is likely that the biofilm was causing the infection. Surgery was completed successfully with no harm to patient, no surgical delay and no other medical intervention required. Patient outcome reported as stable. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).